Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the tip of the closed tube clip (B)(4) that connects to the targeting guide had a piece of the carbon fiber chip away. A small fragment of the plastic was removed from the patient. Surgeon and radiologist reviewed x-ray and did not see any other fragments in the pt.